Event description:
The doctor claims that the graft was implanted in 2005, for an ascending-descending aorta procedure. It was reported that everything seemed to be ok, but ten days later, the pt showed elevated temperature together with chest pain and breathing difficulty. Also in the report: "CT and compression of the right atrium/right ventricle." The physician decided to bring the pt to surgery. The graft was left in. The following month, co received the following information updates: second surgery was in 2005. As a perigraft-reaction there was some serous liquid (doctor believes the sera was the result of a reaction of the hemashield graft) concentrated around the graft. This liquid, which was causing pressure at the right atrium, was also a reason for the temperature elevation and was subsequently removed. The degree of fever is not attainable. The pt was administered an antibiotic for the fever. The fever was gone. The outcome of the surgery was successful. The pt's condition is good.